Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had pain at their current pocket site on their right buttock. The battery location was being changed to left flank on (B)(6) 2011. During the procedure, the leads were disconnected from the ins and reinserted into the ins, but the leads were switched and put into different ports than they originally were. It was reported that when the pt was sitting the device indicates he was lying down. It was reported that pt was seen and the pt was doing fine.